Manufacturer narrative:
Pump received with blank display due to moisture damage on electronic assembly. Unable to perform idle current test, run current test, self test, off no power test, restart error test, basic occlusion test, occlusion test, prime, system sensor test, no delivery test, displacement test due to blank display. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump has a blank display. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the display is still blank after a new battery cap was installed. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.